Event description:
It was reported that the customer did not feel secure with the insulin pump. The customer felt that the insulin pump was not delivering insulin accurately. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.